Event description:
It was reported by an attorney that a patient underwent an infracoccygeal sacropexy and a posterior repair on (B)(6) 2004 and mesh was implanted. During the procedure, it was noted that the anterior vagina was well-supported and there was evidence of moderate rectocele with enterocoele and some vault descent. On (B)(6) 2004, the patient experienced buttock pain and had bleeding after moving and micturition. Bilateral buttock bruising was noted. The patient was discharged from the hospital on (B)(6) 2004. She developed light then heavy vaginal bleeding which occured after urination and clots were noted. A scan was performed and a clot was noted at the posterior urinary bladder. The patient returned to the physician on (B)(6) 2004. She had developed a bilateral buttock abscess, was in severe pain and unable to sit straight. She was taking painkillers for pain. Upon examination, the physician felt that the vaginal mesh was infected since the abscesses had not settled. On (B)(6) 2004, the patient underwent a procedure to remove the vaginal mesh and drain a buttock abscess. The patient continued to suffer loss, injury and damage. No further information was provided.

Manufacturer narrative:
(B)(4) ¿ infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.